Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was received, the atrial lead exhibited a low impedance. A chest xray revealed an insulation anomaly, the patient would be manage and programming was set to unipolar pacing and sensing. The patient experienced pocket stimulation with increased outputs.